Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 111 (mg/dl). A second bolus was successfully delivered; therefore, the customer declined to change supplies or complete a system check with tandem technical support.